Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) of 600 mg/dl. The customer delivered a correction bolus and administered a manual injection of insulin to address the bg. The customer changed supplies to address the issue.